Manufacturer narrative:
Concomitant medical products: product ID: 3889-33. Lot# :va1ltuy, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 13-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their device completely replaced in (B)(6) 2020. The patient noted their healthcare provider suspected the lead was on their nerve. No further device issues and no further patient complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1ltuy implanted: (B)(6) 2018 explanted: 2020-03-12 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the reason for their revision had been that they had fallen off of a porch (they "thought" in 2019) and landed on their left side. They broke their leg in a couple of places as a result. The patient stated they didn't notice anything wrong with the system until 3-4 months later when they started having problems. The patient stated they met with a manufacturer representative (rep) they "wanted to say" in january or february 2020 and the rep told the patient when they fell on the left side, the "whole set" (of the lead) "came loose" on that side/the leads weren't working so the patient had to have the system replaced. The patient stated at the time the rep told them that the battery was almost dead too.

Manufacturer narrative:
Product ID: 3889-33, lot# va1ltuy, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). It was reported that the lead was intact and the cause to the issue were unknown to the physician.